Event description:
It was reported that post rx acculink stent deployment in a 95% stenosed, thrombotic lesion in the left internal carotid artery, the patient experienced hypotension and bradycardia. The hypotension was treated with theodur and sudafed and resolved that day. The bradycardia was treated with atropine. Additionally, during the procedure, after stent placement, an irregularity in the distal vessel described as thrombosis distal to the implanted stent was seen, requiring some additional angioplasty which resolved the event. On (B)(6) 2011, the bradycardia resolved. There was no additional adverse patient sequela and on (B)(6) 2011, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension and bradycardia are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.